Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4 and rotated heart. A mitraclip xtw was inserted and deployed on the mitral valve. However, shortly after deployment, the clip slightly opened from 0-5 degrees to 15-20 degrees. It was noted that the clip remained stable. To further reduce mr, an additional cip was implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the images/cine review and the information provided by the account, a cause for the reported unintended movement associated with clip opened while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Three (3) echocardiographic still images of the reported device were provided. All three images capture an lvot view. The lvot view captures the anterior-posterior cross-section of the valve (short axis) and bisects a clip grasped on the valve (cross-section through the clip arm plane) which can provide a general view of the clip arm angle. In the first image, the delivery catheter (dc) shaft can be seen extending to the center of the clip arms indicating that the clip is attached to the dc and the image was taken pre-deployment (mechanical separation). The clip is grasped onto the leaflets and is in a closed position of ~30° - 35°; presumably, this represents the clip arm angle prior to deployment. The second image and third image were taken post deployment in which the clip arm angle appears to be ~30° - 35°. While the angles stated in this evaluation are estimations based on visual assessment with the unaided eye and are not confirmed, the post deployment clip arm angle observed in the second and third images appears to be similar to the pre-deployment angle in the first image (~30° - 35°). This is slightly larger than the typical range of clips implanted per the instructions for use (10° - 30°), however, when comparing the pre deployment and post deployment state of the clip there does not appear to be a significant arm angle change that would indicate a clip opened while locked (cowl) event. It should be noted that prior to deployment, the clip is mechanically attached to the l-lock shaft of the dc which is located in between the clip arms, as observed in the first image. The l-lock shaft takes up the physical space in between the clip arms; after deployment when the l-lock shaft is retracted the space becomes more visible on imaging. This can give the illusion / perception of the clip arms opening. Based on the echo images provided, the reported post deployment cowl is not confirmed. There are no other observations based on the echo images provided